Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported customer was having high blood glucose levels and wanted to get their pump checked. Customer's blood glucose was over 600 mg/dl. He was throwing up. Customer was treated using the insulin pump and manual injections. Trouble shooting performed several tests. The drive support cap appeared normal. There was no air in the tubing. Insulin exited during a manual prime test. Pump history was all correct. However, the insulin pump failed the high pressure test twice. Nothing further was reported.